Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a prolonged low blood glucose event while using the ilet system after performing yard work and exercise, with fingerstick readings confirming lows and a recorded nadir of 39 mg/dl; the user treated with fast-acting carbohydrates and had recently resumed ilet use after a two-week break. Symptoms included feeling dazed and confused, sweating, and impaired speech. Outcomes included no hospitalization, no professional medical intervention, and resolution with self-treatment. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed low glucose with an unclear cause, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.